Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500; model: sc-8336-50; (B)(6).

Event description:
It was reported that the patient had an infection. The patient underwent a system explant procedure. The explanted devices will not be returned.